Event description:
It was reported to philips that the system was frozen on the charging screen when starting up. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and identified that is frozen on the charging screen. Upon troubleshooting, fse found defect in suite pc software and suite pc software was corrupted. To resolve the problem, fse reinstall the software. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.